Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that their thermometer was giving error messages, and had allegedly given a false negative reading on his 18-month-old son. The device allegedly gave a reading of 100°f, and a fever of 103°f was later measured at a doctor's office. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.